Event description:
It was reported to philips that the grabber card of the flexvision computer had failed which can impact booting. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips remote service engineer (rse) checked the system and found reported problem. After reviewing log, it is confirmed the malfunction on flex viewing-pc due to grabber dill initialization failed. Rse confirmed that the flex vision pc was not functioning. To resolve the problem, onsite service philips filed service engineer replaced flex vision pc and reloaded the software and return part for further analysis and it confirms the failure of the smart suite flex viewing pc. After replacement of flex vision pc and software reload, the system returned to use in good working order. The codes were updated based on the investigation outcome.